Event description:
It was reported that the device was used during a laparoscopic oopherectomy. It was reported by the rep that the surgeon placed the atw35 stapler on the tissue, closed it, and decided she was at a bad angle to fire it, and passed it to her assistant to fire. It locked out. The surgeon thinks she may have started the firing process prior to passing it off. A new atw35 was opened and used to complete the case. There was no consequence to the pt.